Event description:
It was reported that the surgeon tried to tighten down the wire with the cable tensioner, but it wouldn't return correctly to the original position. A second instrument was used to complete the case. There were no patient complications.

Manufacturer narrative:
(B)(6). (B)(4). Functional evaluation found the instrument able to fully tightened, in excess of +70 lbs. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instrument appears to be capable of performing its intended function.